Event description:
Dealer stated that the pendant cord on a bar600ivc bariatric bed is frayed, showing internal wires.

Manufacturer narrative:
(B)(4). The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.